Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), headache ("severe headache"), urinary tract infection ("frequent urinary tract infections") and dizziness ("dizziness"). The patient was treated with surgery (she underwent a hysterectomy and essure device removal performed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, back pain, abdominal pain, dyspareunia, abdominal distension, alopecia, arthralgia, headache, urinary tract infection and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, dyspareunia, headache, menorrhagia, menstruation irregular, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she repeatedly sought treatment for her symptoms from various medical providers. But the physicians were unable to determine the cause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual period"), menorrhagia ("heavy menstrual period"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), alopecia ("excessive hair loss"), arthralgia ("joint pain"), headache ("severe headache"), urinary tract infection ("frequent urinary tract infections") and dizziness ("dizziness"). The patient was treated with surgery (she underwent a hysterectomy and essure device removal performed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, back pain, abdominal pain, dyspareunia, abdominal distension, alopecia, arthralgia, headache, urinary tract infection and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, dizziness, dyspareunia, headache, menorrhagia, menstruation irregular, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she repeatedly sought treatment for her symptoms from various medical providers. But the physicians were unable to determine the cause. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.